Event description:
It was reported that an unspecified number of bd¿ bulk non-sterile needles were blocked at the opening and medication couldn't be delivered. The following information was provided by the initial reporter: "xxx received some of our packs with the 300745 ns 30gx1/2 needle and there is no opening for the medication to be delivered."

Manufacturer narrative:
H6: investigation summary: it was reported there is no opening for the medication to be delivered. To aid in the investigation, one video and one photo was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield connected to a prefilled saline syringe. When the plunger rod is pushed down, there is difficulty expelling the solution. The photo provided shows a needle assembly with no plastic shield. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd¿ bulk non-sterile needles were blocked at the opening and medication couldn't be delivered. The following information was provided by the initial reporter: "xxx received some of our packs with the 300745 ns 30gx1/2 needle and there is no opening for the medication to be delivered."